Event description:
The surgeon identified a broken plate at routine follow-up. At that time, revision surgery was not planned. At some point, the surgeon performed revision surgery and sales representative returned the explants for analysis.

Manufacturer narrative:
The surgeon identified a broken plate at routine follow-up. At that time, revision surgery was not planned. At some point, the surgeon performed revision surgery and sales representative returned the explants for analysis. Lot history records (lhr's) of the plate was reviewed. Non-conformance was not identified based on the lots that would contribute to this failure mode. Examination of the plate and staple fracture were consistent with fatigue fracture.